Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed self test, error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty sensor resistor. Unit received missing end cap sticker, cracked case at display window, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window. Unit received with corroded battery tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer returned their insulin pump with no explanation as to why. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.